Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they experienced low blood glucose in the range of 30 mg/dl and 40 mg/dl. It was reported that insulin pump alarmed for no delivery and motor error. It was reported that alarm did not occur during manual prime and insulin pump was unable to complete rewind. Drive support cap was normal. Customer ran self test and it passed. Reservoir will not be returned for analysis.